Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the oxygenator started whistling like the sound of air during priming. As the flow of the oxygenator was turned up, the whistling sound increased without air hooked up to it. Air could be felt coming from the top of the oxygenator. The oxygenator was replaced with a new one in circuit. The oxygenator was intended to return for evaluation.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
The event resolved after replacing the oxygenator. There were no images/videos available. The pump speed was 3000 rpms with flows around 4.7. No pressures were being monitored. The oxygenator was returned. There were no coagulopathy pathologies. There was no patient under anticoagulation/anti-aggregation therapy before the procedure since the oxygenator never reached patient. There is no ecc data sheet available as no patient was involved. The priming procedure was performed by gravity. The priming procedure performed with oxygenator heat exchanger was not connected to heat-cooling unit (hcu). The oxygenator was primed with normosol.